Event description:
Customer noted the pump was nearly out of helium when they got to the bedside at the hosp after transporting a pt.

Manufacturer narrative:
Actual error message was "gas loss in iab circuit" and according to the customer, it happened 4 or 5 times total (2 or 3 during transport and twice at the bedside) the service rep performed full functional verification on the pump, checked ok. Disassembled to check tubing to internal helium tank to insure all connections are tight and without leaks, all checks verified solid helium circuit, no mechanical leaks were detected. Ran pump for an hour off-cart after reassembly in an attempt to duplicate symptom, pump ran without incident for the entire time. (B)(4).